Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product. The suture and t2 were returned detached from the device. The needle overmold assembly was severely bent. The depth limiter button was in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation was conducted. The deployment slider felt detached from the actuator. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the enclosed image shows a fast fix device. Part of the suture and an anchor are visible. The suture and anchor are detached from the device. The depth limiter button appears to be in the default position. The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during use instruments inside the patient, in a meniscus repair, t2 can't be deployed. T1 was removed from the patient. The procedure was completed with a s+n back-up device. No significant delay was reported, and no patient injury or other complications were reported.